Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery due to cracked motor flex cable. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that she was in an airplane when the alarm occurred and then again while sleeping. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 166 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.